Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova deutschland learned that the device was cleaned according to the instruction for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through further follow-up communication livanova learned that the device was cleaned according to the instruction for use. Reportedly, the units are usually placed inside the operating rooms during use with the fans usually positioned correctly as described in the user manual. The device will be deep disinfected at the manufacturer site in order to solve the reported issue. No additional details are available about the reported event. No root cause could be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. Further information in order to clarify the reported event and the laboratory report have been requested. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the control samples taken from a heater-cooler system 3t were showing an important flora and the presence of fungi (fusarium). There is no known patient involvement.